Event description:
In the middle of an "av" case, the du, on a downstroke, only moved a few mm, growled a bit and stopped. Investigation yielded the suspicion that something had gone wrong with the servo system - drive, cabling or motor. It was decided to exchange the du. 4/14/98 called pmi clinical specialist for more info. He was at the site during the "av" case. He said the pt was on the table. They had used the aj system for approximately 30 seconds when it failed. He had the site try a different pump/catheter to no avail. The physician proceeded to treat the pt with a basket. No complications arose wnen using alternate treatment on pt. Pt is ok.